Manufacturer narrative:
Operator of device is unknown. A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable, clamp the tubing. The patient was instructed to stop and restart the pump but the pump continued to alarm. The patient had trouble following the directions so no additional troubleshooting was done. The patient was instructed to turn the pump off and go into for scheduled appointment. No patient injury was reported.